Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were questions on atrial arrhythmia burden and why no alert was received for this pacemaker. Save to disk performed and confirmed the alert burden was reprogrammed the day prior, which explained why no alert was noted. There were also alerts for atrial intrinsic amplitude out of range and atrial automatic threshold detected as greater programmed amplitude or suspended with non bsc right atrial (ra) lead. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, this pacemaker was explanted and returned for analysis. No adverse patient effects were reported.